Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the left arrow button of insulin pump took a long time to respond and customer had to press it a few times to got respond. The customer was reported that numbers were not ramping on their own, the scroll bar was not moving with any input. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.